Manufacturer narrative:
Patient information was requested, but not provided.

Event description:
The customer reported that the ventilator shut down while in use on patient. There was no patient harm reported.